Manufacturer narrative:
All buttons are functioned properly. No damage in the keypad assembly was noted and no unlocked lcd keypad connector during visual inspection. The insulin pump received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected frozen display, constant audio/beep alarm, or any other alarms occurred during testing. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was making a solid beeping sound. Customer was unable to do anything with the device. Customer's blood glucose was unknown. Screen was displaying a "2" after a battery change. Device had a partial blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.